Event description:
A malfunction was reported on the pump after the customer went through airport security scanners. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support arranged to replace the pump and provided detailed instructions to the customer, including how to manage a backup insulin delivery method and how to handle storage mode. The customer was informed about the shipment of the replacement pump and acknowledged the instructions for returning the faulty device.